Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leg pain following the implant procedure. The physician pulled the leads out of the epidural space and buried them in the tissue of the patient. The physician plans to replace and implant new leads in the future.

Event description:
Follow-up indicated that the lead was replaced and the system was activated. The patient is currently using their device to find effective pain relief.

Manufacturer narrative:
H3 other text : the device was not available for return.